Manufacturer narrative:
Received customer pictures.no samples were received for 454322/b20073nt, 454322/b20063qv, and 454322/b200337h. Therefore, the complaint cannot be determined for 454322/b20073nt, 454322/b20063qv, and 454322/b200337h. Received 1rk 454322/b20043fb and 1rk 454332/b200734r for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were visually checked. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No short fills could be observed on the samples. The complaint could not be duplicated on the customer samples for 454322/b20043fb and 454332/b200734r. Corrected data: h3: samples received; h6 type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). No date of event could be obtained from the customer. Samples of various batches were received from the customer. As soon as all samples are evaluated and the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes are not being filled appropriately or overfilled (which is due to adding blood with a syringe). This occurs primarily on the nursing units and not on lab phlebotomy draws. Their volumes are increasing for short samples. Batch numbers provided by the customer: 454322/b20043fb, 454322/ b20073nt; 454332/b200734r.454322/b20063qv, 454322/b200337h. Customer is using a device not validated for use as a blood transfer device. It is a medic "blunt needle" device.